Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 217 mg/dl, 128 mg/dl, and 105 mg/dl. The customer reported feeling "sleepy and hot" with the reported results. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.